Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Event description:
It was reported during a turp procedure on (B)(6) 2024, the cutting loop, bipolar, 24/26 fr broke off inside the patient. However, the doctor was able to retrieve the broken loop end. No harm to the patient was noted and no surgical delay was reported.

Manufacturer narrative:
Per investigation by the manufacturing site: according to the customer's description, broke off inside the patient. The reason for this could be, that the tensile force on the loop was too high without the hf current being activated. Another possibility is that the activation time was too long and the wire burned through as a result. The IFU points out the correct handling. Since the broken wire was not sent back to karl storz tuttlingen, it is not possible to determine how often it was used and whether it is worn out. Therefore, a more detailed examination cannot be carried out. Based on the given facts we assume an application error. This event is filed under internal complaint ID (B)(4).